Event description:
It was reported that after deploying the stent and upon removal from the patient, the hypotube kinked and then broke. The device along with the guide wire was removed from the patient as a single unit. There was no patient injury reported. This MDR is being filed based on investigation of the device, which revealed a separation of the distal shaft.